Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error and no delivery. There were no significant events prior to the alarm. Customer's blood glucose was 334 mg/dl. There was no troubleshooting done however troubleshooting was done for motor error. The customer was advised to do a set change. Customer does not want to return the set and infusion set for analysis. The customer was in bed when the motor error alarm occurred. The customer does not use the sensor feature of the pump. The customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis